Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, an "eod" error appeared. The perfusionist rebooted the unit and continued to use it for the remainder of the procedure. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.

Manufacturer narrative:
The field service representative will replace the assembly valve once it is available.